Manufacturer narrative:
Medical device: model number: 72401477. Lot number: unknown. Model description: spherical reservoir fgs (prefilled).

Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this inflatable penile prosthesis (ipp) due to fluid loss. All components of the existing ipp were removed and a new device was implanted. There were no patient complications. The explanted components are not available for return. A supplemental report will be submitted should additional information be received.